Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that the stent was not on the catheter of a 4.00 x 20 synergy¿ drug-eluting stent. The procedure was completed with a different device. No patient complications were reported.